Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. Lens tore on insertion. The lens was removed with no patient injury. No sutures or widened incision. Cause of lens tear was due to loading error by the technician. It was the technician's first time loading this particular lens model. No issues with the nanopoint injection system.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found the lens in two pieces. One plate haptic is torn off. The other plate haptic and pieces of the optic are torn and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).